Event description:
Ten coils were used in an aneurysm coiling procedure. Post procedure, it was reported the physician observed a metallic artifact near the aneurysm (from MRI images). No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the pt. Models and lot numbers involved: model#: x-12-23-t10-tc, lot#: 2207171, date manufacture: 11/13/2006, expiration date: 11/01/2009. Model#: x-8-25-t10-mc, lot#: 2239390, date manufacture: 11/30/2006, expiration date: 12/01/2009. Model#: n-4-10-t10-so, lot#: 4742598 (2ea), date manufacture: 12/15/2007, expiration date: 12/01/2010. Model#: x-7-15-t10-mc, lot#: 2089649, date manufacture: 09/28/2006, expiration date: 10/01/2009. Model#: x-6-20-t10-md, lot#: 1740767 date manufacture: 04/14/2006, expiration date: 04/01/2009. Model#: x-6-20-t10-md, lot#: 1538916, date manufacture: 01/03/2006, expiration date: 01/01/2009. Model#: x-5-15-t10-md, lot#: 1740951, date manufacture: 04/14/2006, expiration date: 04/01/2009. Model#: not reported, lot#: 1715610, date manufacture, expiration date: reported lot number not existed in database.